Manufacturer narrative:
The customer called the technician service center (tsc) to complain that the advia 1800 was picking up sample repeatedly from the same sst position. The tsc had the customer check the sst settings and found that the sst setting was in a fixed position. The tsc had the customer change the sst to the correct setting. A siemens field service engineer (fse) had been on site, and had changed the setting during a procedure. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 1800 total bilirubin (tbil_2) and direct bilirubin (dbil_2) results were obtained on a patient sample. The results were reported, and were questioned by the floor staff. The sample was repeated on a different analyzer and the corrected reported were issued. There are no reports of adverse health consequences or patient intervention due to discordant total bilirubin and direct bilirubin results.